Event description:
Customer reported an intermittent "system not operational" message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B) (4).